Manufacturer narrative:
H3: analysis verified inconsistent readings. Unit presented with a software failure due to a defective ssd card (1.1.1.1) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI: (B)(4): verified inconsistent readings, a wireless connection fault due to a defective main pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that user had a normal response near the end of the surgery and left the nim on for another 10-15 minutes for background monitoring. No troubleshooting was done, stim worked again without any changes. He was on nerve and got a tweedle response. He later got a normal response. User doesn't know what was the thresh hold set. Auto threshold was being used for this case and user doesn¿t know if it was on or not. Surgeon couldn¿t see the auto-threshold number and the device did not tell him it was activated.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroid removal procedure, surgeon had a tweedle response on an area he thought was nerve. He kept dissection around the area a bit for 10-20 seconds. He tried to stim the exact same spot again and received a response at about 300 - 350 threshold. Surgeon stated they were not retracting the nerve at all and there was no change other than waiting a bit to stim the nerve again. Auto-threshold was being used for this case. The surgeon made note that the auto-threshold needs to be more obvious when it kicks in as it doesn't always voice. The surgeon is unsure if the auto-threshold was too high at that moment and is also worried that this was a glitch and a false response. The user had a normal response near the end of the surgery and left the nim on for another 10-15 minutes for background monitoring. No troubleshooting was done, stim worked again without any changes. User mentioned that he was on nerve and got a tweedle response. He later got a normal response. User doesn't know what was the thresh hold set. Auto threshold was being used for this case and user doesn¿t know if it was on or not. Surgeon couldn¿t see the auto-threshold number and the device did not tell him it was activated. The procedure was completed with the reported product. Patient status was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.